Event description:
Un-reporting due to non reportable events.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation-ndr: one opening observed, on anterior side assessed, as surgical damage. And a cracked valve seat diaphragm valve was observed. Additional observations: white particles observed, inner the surface of the shell. Creases were observed.

Event description:
Healthcare professional reported, right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.